Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 562 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they ate and delivered a bolus but their blood glucose continues to rise. Customer was advised to change out their site every 2 to 3 days to avoid pain and irritation. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions.